Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to frequently spit blood. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device completed by the manufacturer and found contamination of biological dust/dirt/hair along with evidence of water intrusion throughout including inlet filter. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 e173 error. The manufacturer concludes multiple contamination found were consistent with contamination of biological dust/dirt/hair, water ingress. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to frequently spit blood. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. ( in the previous MDR both adverse events and product problem was checked.) Section b2 was corrected to blank. ( previously, it was other serious or important medical events.) Section h1 was corrected from serious injury to malfunction section h6 health effects - impact code was corrected.